Event description:
It was reported that a patient experienced an unspecified infection coincident with peritoneal dialysis (pd) therapy. The cause of the infection is unknown. It was not reported if the patient was hospitalized. Treatment was not reported. Outcome of the event was not reported. The action taken with dianeal therapies was unknown. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. This report involves a patient who experienced an unspecified infection in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).